Event description:
A malfunction on the pump was reported by the caller, and there were no notable events that occurred before it. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. Customer was instructed to continue using the pump and to call back if the malfunction code appears again, which the caller understood and acknowledged.